Event description:
It was reported that during an a-fib procedure, the carto 3 showed continuously the error 8 (pacing routing is disabled.) And error 371 (mapping electrodes not available). Prior to the call the piu was rebooted and the error 8 cleared. Error 371 persisted if the lasso was selected as the mapping catheter. If the navistar was selected as mapping catheter no errors were displayed. However, by changing the lasso catheter, lasso cable and eco adaptor did not resolve the error 371. The lasso was being identified by the system normally with normal metal values. Moving the lasso from 20b to 20a did not resolve the error. The piu and workstation were rebooted with no catheters or 12-lead connected. The workstation and piu booted normally. The 12-lead was introduced without errors. The catheters were introduced and catheter visualization completed successfully. No errors were displayed until the lasso was selected as the map catheter and error 371 returned. Additional information was provided by the customer stating that the procedure could not be completed due to this product issue. The patient was under general anesthesia for 2 hrs and transeptal puncture was performed at the time when the issue occurred.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the repair record investigation is completed. Lasso nav variable eco split us catalog #: d134302, lot #: 15671457l. Thermocool sf nav us catalog #: d131503, lot #: 15681734l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the carto 3 showed continuously the error 8 (pacing routing is disabled.) And error 371 (mapping electrodes not available). Prior to the call the piu was rebooted and the error 8 cleared. Error 371 persisted if the lasso was selected as the mapping catheter. If the navistar was selected as mapping catheter no errors were displayed. However, by changing the lasso catheter, lasso cable and eco adaptor did not resolve the error 371. The lasso was being identified by the system normally with normal metal values. Moving the lasso from 20b to 20a did not resolve the error. The piu and workstation were rebooted with no catheters or 12-lead connected. The workstation and piu booted normally. The 12-lead was introduced without errors. The catheters were introduced and catheter visualization completed successfully. No errors were displayed until the lasso was selected as the map catheter and error 371 returned. Additional information was provided by the customer stating that the procedure could not be completed due to this product issue. The patient was under general anesthesia for 2 hrs and transeptal puncture was performed at the time when the issue occurred. The carto 3 unit was sent to carto manufacturer (htc) for further evaluation. It was determined the error 371 was reproduced and it was related to a software bug (#(B)(4)). This caused error 371/401 (cannot acquire points) in the beginning of the study when mem (decanav, circular, lassonav catheter) were selected. Error 8 was also confirmed. Parasitic interference between the ablation and stimulation in the ECG channels of (B)(4) ECG card caused the distortion at ECG channels and disappearing of signals. The new fpga version addresses this issue. The customer complaint was confirmed. DHR review was performed. No anomalies were noted in manufacturing.